Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 5. Per the initial report, the home patient (hp) had a system error 2240 (air in the line). The hp was still connected and the supply bag was empty. There was solution in the heater bag only. The technical service representative (tsr) asked if any bags came undone the hp stated no. The tsr explained the alarm. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011. The rn stated that the hp was continuing with therapy and doing fine to her knowledge. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3 of 5 was not confirmed due to a lack of sample and the root cause of the complaint was not determined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).